Event description:
Related manufacturer reference number: 3006705815-2022-00382. It was reported that patient experienced couple of falls. Diagnosis revealed high impedance on most of the contacts. Surgical intervention was undertaken where in the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.